Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the protection hoop was detached. The target lesion was located in the moderately tortuous internal carotid artery (ic). A 190cm filterwire ez¿ was selected for use. During unpacking, it was noted that the protection hoop on the filter bag was already detached. The procedure was completed with a non-bsc wire. No patient complications were reported and the patient's condition was good.